Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
Healthcare professional reported left side "rupture" of a saline device. The device has been explanted.

Event description:
Healthcare professional reported left side "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination on the valve assessed as adhesive failure. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side "rupture" of a saline device. The device has been explanted.

Event description:
Healthcare professional reported left side "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/apr/2024.